Event description:
Patient using a dosi-fuser pump, notified provider that it was completing infusions faster than expected. Upon investigation, the manufacturer was contacted and discovered an uncommunicated change in the pump mechanism. The new pumps are set to run at the labeled flow rate rather than the previous 90% rate, which affects the fill volume calculations currently used in our epic build. This discrepancy has resulted in underfilled pumps and early infusion completion. Per new information shared from vendor in (B)(6) 2025, fill volumes have changed for the dosi-fuser pumps. Patients received intended drug amount over the last few months, but fill volumes were lower and infused faster than expected with the new information. Pharmacists have been provided communication to manually adjust orders in epic verification while epic build is pending. Lack of communication from manufacturer was concerning for a serious medical event to occur. Pt code: 4582. Device codes: device:1249, 1575, 1319, 1126. Ref report: mw5181753.